Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a motor encoder signal out of phase. The displacement test could not be performed due to the alarm. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the rewind process. The customer did not know the blood glucose reading. She stated that she had a magnetic resonance image taken and forgot to take the insulin pump off. She stated that she had also dropped the insulin pump while removing it, leading up to the motor error alarm. The customer was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.